Manufacturer narrative:
Syringes from two different lots of the device were used in this surgery. The following method: pulmonary embolism and potential deep vein thrombosis are known risks of total hip arthroplasty. It is unlikely that vitagel would be the cause of multiple emboli four weeks after surgery. Batch record review was performed and the vitagel devices met all release specs.

Event description:
It was reported that the pt was admitted on (B)(6) 2011 approx 4 weeks after a total hip arthroplasty in which the device was used. The pt presented with acute onset of general malaise and left sided chest discomfort. The pt was diagnosed with multiple pulmonary emboli and likely proximal deep vein thrombosis. The pt was discharged on (B)(6) 2011 and was asymptomatic as of (B)(6) 2011. Anti-clotting treatment has proven effective as of the date.